Event description:
During insertion of the huber needle, the patient complained of pain and the needle was difficult to insert. Noticed that the tip of the needle was bent.what was the original intended procedure?access a port-a-cath.device #1is this a laboratory device or laboratory test?no.